Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise on the shock channel. No changes were made and the crt-d remains in service. No adverse patient effects were reported.